Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received 3 photos and 17 samples for investigation. Evaluation of the three photos indicated damaged tubing. Additionally, 10 returned samples were visually examined and no defects were observed. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: damaged. Bd initiated further root cause investigation relating to the issue of damaged tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, holes were seen in the tubing of five devices resulting in sample leakage. No adverse impact was reported regarding the patient or user.